Event description:
It was reported that during implant low capture thresholds were observed. During repositioning the lead perforated through the heart wall. Pericardiocentesis was performed and the patient was stabilized. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.